Event description:
An olympus process engineer reported on behalf of a customer, an image fault with the evis lucera elite gastrointestinal videoscope. The event occurred during preparation for use. The unspecified intended procedure was completed using a replacement device. There was no report of patient harm associated with this event. During incoming inspection, a white crystallized residue (simethicone) was found within the air and water channels due to insufficient reprocessing. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of no image was confirmed. Due to the plug body having water ingress, it can result in intermittent image issues affecting the video image and other electrical functionality. In addition to evaluation in b5, the light cover glasses adhesive was worn. The optical cover glass adhesive was worn. The distal end adhesive was worn. The light guide tube had minor delamination. The scope connector had water ingress. The electrical safety test failed to meet specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed air/water nozzle clog was observed to be a white crystallin material but otherwise could not be identified. The root cause of the issue could not definitively be determined, as there was no device deformation observed that might contribute to the retention of foreign material and no additional event or reprocessing information was reported or available. The event can be detected/prevented by following the instructions for use which state: ¿gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection¿. ¿gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause preventive measures are described in patient cross-contamination and/or infection¿. Olympus will continue to monitor field performance for this device.